Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed. No programming changes were made for the atrial lead.

Manufacturer narrative:
Concomitant medical product: 4568 lead implanted on (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an audible tone and that it alarms every four hours. It was found that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for increase in sensing integrity counter (sic) and high rate non-sustained tachycardia episodes. There was also fluctuation in rv lead impedances. It was noted that impedance was okay at interrogation but shot up when remeasured during the check. Noise was reproducible with isometrics. The rv lead remains in use. Additionally, it was reported that an atrial bipolar lead impedance warning was triggered on the atrial lead. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance trend of the right ventricular pacing lead was variable and there was oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.